Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was attempted to be placed. After multiple grasping attempts, one of the grippers would no longer respond to the lever movements. Troubleshooting was preformed by moving the locking lever but was unsuccessful. The mitraclip was removed from the patient, two additional mitraclips were implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the observed gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.